Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a limb extension on (B)(6) 2016. Initial implant of the stent was due to emergent rupture of the iliac artery. A follow up found the patient had a type 3a endoleak, the physician elected to implant two additional limb extensions to seal the endoleak. Patient procedure was successful, patient condition is unstable due to existing disease progression. An update received on (B)(6) 2016 indicated the patient had expired. Actual patient date of death is unknown.